Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed in other way as the command of the fluoroscopy was malfunctioning in an intermittent way. The doctor pressed the footswitch again and it worked. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system's wired footswitch intermittently malfunctioned. Upon troubleshooting, rse found the internal switch of the footswitch was malfunctioning. To resolve the issue, rse requested the supply of the part. The customer ordered and replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and the cause of the wired footswitch failure was found to be a damaged cable. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch intermittently malfunctioned, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.